Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkz959 number, and no non-conformances were identified. It was received for analysis an opened box with eight unopened samples of product code j494, lot mkz959. During the visual inspection of eight samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent skin excision on an unknown date and suture was used. The doctor was pulling the suture through the fatty layer of tissue in an interrupted loop and the needle separated from the suture. The doctor completed the procedure using a different size of suture. There were no adverse patient consequences reported.